Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7044778. There were two notifications [(B)(4)] initiated for unrelated defects found during production of the above referenced batches. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter on the 1 ml bd¿ syringe with permanently attached bd safetyglide¿ safety needle 27 g x 1/2 in". Inside the sealed sterile package. No medical interventions.